Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the cartridge compartment was found to be cracked. There was no alleged moisture noted in the pump and there was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sept-2019 with the following findings: a visual inspection of the pump revealed that the cartridge compartment was chipped and cracked. Unrelated to the original complaint, the battery compartment was cracked. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment and at the damaged bolus button. The pump cover was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.